Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer receiving morphine, concentration not reported, at 0.25 mg/day. The indications for use no n-malignant pain and failed back surgery syndrome. The patient stated that in (B)(6) the catheter "plugged up". X-rays were taken in (B)(6) 2014 and the patient was told 4 of the 6 holes were plugged up. Per the patient they used a solution to clean it out. Troubleshooting, symptoms the patient experienced and the cause of the 4 of the 6 holes in the catheter not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.